Manufacturer narrative:
The condition of occlusion false alarm on channel a was confirmed through evaluation and was found to be due to proximal sensor nulling failure. The pump head module channel a was replaced to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a false occlusion alarm on channel a was discovered and confirmed by a baxter service technician during product evaluation. However, no assignable cause could be provided for the reported condition as the occlusion sensors were not evaluated. However, as a precaution, the channel a pumphead module was replaced. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A colleague infusion pump with a false occlusion alarm on channel a was discovered during service evaluation on (B)(6) 2011. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.